Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
External insulation abrasions were found at 35.0cm to 35.4cm and 41.7cm to 42.7cm from the helix end, consistent with lead friction to the ICD can. The etfe coating on the rv conductors was abraded at 41.7cm to 42.7cm from the helix. The etfe coating was intact at all other abrasion locations.

Event description:
It was reported that during the device changeout due to normal eri, insulation abrasion was found on both the ra and rv leads. The leads were explanted and replaced.